Event description:
Two denali set screws backed out approximately 2 1/2 months post-operatively. The patient was revised.

Manufacturer narrative:
The set screws were examined visually and microscopically. The rod contact surface of the set screws exhibited abraded areas that are not uniform about the center of the set screw. The manufacturing and inspection records were reviewed and no contributing information was found. The damage to the set screw where it contacts the rod is consistent with the rod not being fully seated in the pedicle screw. Even though the proper torque may have been reached, back out of the set screw can occur in cases where the rod may not have been optimally seated in the pedicle screw. The torque limiting handle was inspected and found to be within specification.